Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: after the device was inserted to a sils port, the center rod dial was rotated and the tip of device was angled to treat mesoappendix. After treatment, the center rod dial was rotated again, but the tip would not straighten. Removed the device along with the sils port, and opened new device to complete procedure. No bleeding. No tissue damage. No additional tissue loss. Nothing fell into cavity. No pt harm. O.r. Time not extended.